Event description:
Additional information was received from the manufacturer representative regarding further actions/interventions planned or taken to resolve the charging difficulty due to location and the patient's continued pain/discomfort after the anchor revision; it was reported that there was not much on their end that could be done. It was noted that the patient was requesting a brace for the pain and recharging, and the patient stated the belt was too big. It was also reported that the patient's pain had not been resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID pnma01411a004, product type: recharger. (B)(4).

Event description:
A manufacturer representative received information from a patient with a neurostimulator for non-malignant pain. It was reported that the patient was experiencing discomfort due to the anchors and the battery. The patient felt that the anchor and the battery were too big, and that they were causing more pain. The patient was also having difficulty charging. The belt does not work for the patient because she is so thin; the belt was not helpful in charging. It was noted this might be the reason why the battery and anchors were so uncomfortable too. The doctor revised the anchor because it had moved. The doctor tried to put it in a better area so it wouldn't cause the patient the pain she was complaining about. The doctor revised the placement of the anchor, and the patient was still complaining. The manufacturer representative sent the patient double sided tape to help with charging, but that also was not helping. Additional information was received from the manufacturer representative. It was reported the recharging difficulties was due to the location. The doctor implanted the neurostimulator lateral to the anchoring point so it was in the patient's mid-back area. That is the doctor's technique; however, it is a difficult area for patients to recharge. The manufacturer representative noted they are still working on how to resolve the patient's pain. The patient was unable to go to the doctor's office due to her pain level.

Event description:
Additional information received from the healthcare professional reported that the lead anchors, which had been causing undue pain for the patient, had been redirected to a more lateral position left of the midline. It was also noted that implantable neurostimulator (ins) device placement was t7. No outcome or further troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: (B)(4), product type recharger.

Event description:
Additional information was received from a manufacturing representative regarding the patient. It was reported that the patient¿s device was explanted due to pains and discomfort near their battery and anchor, as they were very skinny. It was noted that the doctor prescribed different ointments, and the patient used different creams and ice packs, but the issue remained unresolved. It was mentioned that the explant occurred sometime in (B)(6) 2016. The patient still has pain after the removal of the device. No further complications were reported.